Event description:
According to the reporter, the device failed to charge once during a pt code when the "charge" button was pressed. No adverse affects to the pt were reported as a result of the alleged malfunction.